Event description:
During a procedure the rubber boot fell off the spring on a trocar. This was noted at the end of the case. Due to danger to the pt from a retained foreign body the or staff searched the sterile field and drapes, trash and floor until rubber boot was located. The latex rubber boot was sent to clinical engineering for evaluation. The evaluation found that the latex rubber boot fits the spring loosely. This is a mfg defect. Or staff report that they have had this problem in the past and that the design of this product is the cause of chronic problems with device.